Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a procedure it was noted this patient had a heart rate in the thirties and loss of capture on this implantable right ventricular (rv) lead. There was also noise and oversensing issues. There was suspicion of a lead problem. It was reported the lead was surgically abandoned and successfully replaced with another manufacturer's lead. To date, there have been no adverse patient effects reported.